Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.